Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant info be rec'd a supplemental form will be completed.

Event description:
It was reported that the customer dropped the pump and the touchscreen is now shattered, and the wake button is no longer functional. The device turns on when plugged into a power source. There was no impact to the customers's blood glucose level.